Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem: corrected e1: phone #: corrected g6: type of report h2: follow up type h3: device evaluated by manufacturer? H10: additional narrative.

Event description:
It was reported that implants at tooth sites #35 and #36 were removed due to implant fracture. Procedure was completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss310, (osseotite® implant 3.75 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was identified fractured at the body region. Heavy amounts of debris / apparent tissue was seen inside the internal implant's threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Complaint history review was performed for the reported lot number 404539 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did submit two (2) x-ray images for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that implants at tooth sites #35 and #36 were removed due to implant fracture.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. D10: concomitant medical product: os3210, do not use - osseotite xp miniplant 3.25/4 x 10mm, lot: 396025. E1: phone #: unknown / not provided.